Event description:
The customer reported 12-lead acquisition issues with leads v2, v5 and v6.

Manufacturer narrative:
The customer reported 12-lead acquisition issues with leads v2, v5 and v6. A philips field service engineer (fse) evaluated the device at the customer site and confirmed the issue. Cleaning the ECG and trunk cable connectors resolved the problem.